Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device evaluated by MFR: device not explanted.

Event description:
It is reported from a surgeon's letter "she gives a history of having periprosthetic fracture last year, having a fall and having a complex revision tkr to a stanmore hinge. Her wound healed without any difficulty, however, she has been unable to stand or walk since then and has been essentially become bedbound. . . She clearly gets significant pain when she stands, which she says is unbearable. . ." Diagnosis: unstable valgus left knee, periprosthetic fracture left distal femur, left tibial plateau fracture 2004, stanmore hinge left knee (B)(6) 2009, complex left tkr for trauma.